Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR of the complaint batch 25k18g8b08, no abnormality observed during in-process and at final control product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: the rn successfully started two separate ivs and the introcan safety 2 blood control mechanism failed to stop the blood from flowing out of the hub. They had to change the linens, and the nurse was exposed to blood. The dates and times are not clear as she reported it occurred twice during the past week. There are no samples aside from the packaging of one IV. Patient injury: no.